Event description:
Reporter indicated a pt was sensing intermittent vns stimulation shortly after vns generator replacement surgery. The pt was informed the vns had been disabled in surgery. Follow up with the reporter revealed the pt's vns was interrogated and found to be set to 1ma every 60 mins; the vns was then disabled. Vns programming history was obtained which confirmed an interrupted systems diagnostics test caused the settings to change during the implant surgery.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported the incorrect date. Suspect medical device lot #, corrected data: the initial report inadvertently did not report this data. Device manufacture date, corrected data: the initial report inadvertently reported this data incorrectly.